Event description:
It was reported that the customer was hospitalized for high blood glucose, and the doctor believes the insulin pump was not functioning properly. Troubleshooting could not be performed as caller did not have with him the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.